Manufacturer narrative:
Calibration and qc were acceptable. The field service engineer (fse) checked the patient sample. The sample in question was repeated with expected results. A 21-cup precision was performed with results within specification. Based on the information provided, a general reagent issue can be excluded. The event is consistent with a sample handling issue. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The e402 analyzer serial number was (B)(6).

Event description:
We received an allegation of a low result not corresponding to the clinical picture for 1 patient sample tested for elecsys hcg+b (hcg+b) on a cobas e 402 analytical unit. The result from the e402 analyzer was < 1 miu/ml. The physician questioned this result. The patient had been tested "a few days" before the low result, and the result was "positive." The actual result was not provided. The patient was tested again "a few days" after the low result, and the result was "positive." The actual result was not provided.